Event description:
It was reported that removal difficulties occurred. The target lesion was located in the circumflex artery. A 2.75x16mm promus element plus stent was selected to treat the target lesion; however, it was noted that the balloon did not inflate in the lesion. The device was difficult to remove from the patient's body. The physician cut the device and then they were able to remove the whole system from the patient. The procedure was completed with a smaller and shorter stent. No further complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).